Manufacturer narrative:
The customer reported that during a resuscitation attempt, noise appeared in the ECG waveform. The users believe that this noise contributed to the shock advisory decision. The involved pt died, but the customer does not allege that the device was a factor in the pt outcome. A philips rep evaluated the device. The device passed all testing. The device remains in use at the customer site. Philips reviewed the event file. The appearance of the ECG waveform a consistent with an external source of interference. We are considering this issue the result of an external source of interference and no malfunction of the device.

Event description:
The customer reported that during a resuscitation attempt, noise appeared in the ECG waveform. The users believe that this noise contributed to the shock advisory decision. The involved pt died, but the customer does not allege that the device was a factor in the pt outcome.